Manufacturer narrative:
It was reported that the error message "bubble sensor defective" occurred on the display during treatment. A getinge service technician (fst) was sent for investigation and repair. As stated from the technician there was no visible damage on the affected venous bubble sensor. A new venous bubble sensor was ordered for the customer. The customer will replace the venous bubble sensor themselves. To continue the treatment the customer used another venous bubble sensor. The analysis of the logfiles point out that the error message "venous bubble sensor defective" occurred three times on (B)(6) 2021, but the intervention for a pump stop was not set by the user. Therefore, this error message has not led to a pump stop. A similar failure was already investigated by life cycle engineering (lce).the lce confirmed the failure and send the sensor to the supplier of the venous bubble sensor. The supplier investigated the venous bubble sensor. The failure was an electrical damage. According to the risk analysis v23 following root causes can also lead to the reported failure: damage due to overvoltage or esd (electrostatic discharge). In the instructions for use (IFU) is stated that the venous bubble sensor has to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. Based on the results the reported failure "venous bubble sensor defective" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Event description:
It was reported that during treatment the error message "bubble sensor defective" showed up. No patient harm was reported. Complaint ID# (B)(4).